Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the tr band leaked air. Additional information was received on 11dec2025: the patient procedure was a coronary angio. 20cc of air was inflated with removal of the radial sheath. A 6fr prelude sheath, diagnostic catheters, and standard coronary angio equipment were used in the access site. After removal of the radial sheath, arterial bleeding and an audible hiss from band site was noted. Hemostasis was achieved with manual compression proximal to the tr band, application of manual blood pressure cuff, and rapid replacement of the device. Significant bruising was present immediately; a small skin shearing injury also occurred as patient also had thrombocytopenia. The patient was treated with close monitoring post re-application; manual pressure was held circumferentially to resolve minor hematoma formation. There was minor blood loss, less than 5-10cc. There was no change in post-procedure care other than close monitoring to site.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.